Manufacturer narrative:
Combination product: yes.

Event description:
Oversensing was noted via home monitoring. On (B)(6) 2025 it was reported that the lead was explanted and discarded by the hospital.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6), 2024 recorded the stable pacing impedance around 550 ohms and the stable shock impedance around 80 ohms. The short interval counter showed multiple increases up to 25 at the end of the recording period. The analysis of the provided iegm episode no. 92 from (B)(6) 2024 revealed artifacts on the rv channel leading to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.